Manufacturer narrative:
A device history record review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is unknown. No information has been provided to date.

Event description:
It was reported that the device was being returned to the manufacturer due to alarm error cassette not attached properly. Repeat repair. No patient injury was reported.

Manufacturer narrative:
H10: device evaluation: the device was returned for investigation. The reported problem was not related to a previous repair. Visual inspection and functional test were performed. Visual inspection found the device tamper seal was missing. Error was found in the device ehl (event history log) multiple times. Functional testing confirmed the customers reported problem as the problem was duplicated. The problem was due to the downstream occlusion sensor being inoperable. Repair action taken was to replace the inoperable downstream occlusion sensor. The root cause of the reported problem is unknown. A manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture or last repair of the device. No manufacturing or service issues were identified as causes of the customer's reported problem during the review of service and repair records. Therefore, no manufacturing or service records review is needed.